Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced high blood glucose and diabetic ketoacidosis. She reported that the device did not alert her.she reported that she was in the intensive care unit for a few days.at the time of the call to dexcom technical support, the patient reported being in fine condition.